Manufacturer narrative:
Film evaluation summary; the reported occlusion was confirmed; the right limb was 100% occluded beginning just below the level of the bifurcate flow divider. The most likely cause of the occlusion appears to be due to limb compression (to 2.9mm diameter) from implanting within a small diameter (13.5mm minimum flow lumen) distal aorta which was also extensively calcified. It is possible that oversizing of the bifurcate, implanting a 28mm bifurcate into a 18mm diameter neck, may have also contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI #: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that on (B)(6) 2019, occlusion of the endurant limb occurred. The occlusion was treated by declotting the limb and placing kissing balloon expandable stents within the limbs. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.